Event description:
It was reported that the customer experienced a malfunction with the cartridge on five occasions in one day, causing their blood glucose level to exceed 500 mg/dl, specifically reaching 356 mg/dl. The customer was able to manage their blood glucose by administering a correction bolus using the pump. There was no assistance required from a third party. The cartridge issue was resolved after the customer changed it, and insulin therapy was successfully resumed. Tandem technical support agreed to replace the cartridge.